Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported patient outcome could not conclusively be determined. No product is available for investigation. The current heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient expired.